Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and that she was recently in the hospital due to heart failure. The customer's blood glucose reading was 400 mg/dl. The customer stated that she had overbolused and treated with food. The customer removed the infusion set and found the cannula was bent. The customer found that the time and date were incorrect, and was helped with correcting it. The customer was unable to perform the high pressure test due to not having tubing clamps. The customer was sent tubing clamps and was advised to call back when she received them to perform the test. Nothing was replaced or returned for analysis.